Event description:
It was reported by the french prestataire that on may 25, 2025, the patient experienced elevated blood glucose levels after approximately two days of pod wear on the arm. Blood glucose was reported to have increased to approximately 400 mg/dl, and the patient developed symptoms including nausea, vomiting, thirst, and ketone levels of 4.7 mmol/l. According to the report, the patient was diagnosed with diabetic ketoacidosis (dka); however, no further details were provided regarding the medical evaluation and diagnosis. The patient¿s mother administered manual correction doses via insulin pen injection, and blood glucose subsequently decreased to 360 mg/dl. There were no issues identified with the pod upon removal and no medical intervention was reported. This event is being reported as a serious injury due to alleged dka diagnosis.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.